Event description:
It was reported that the device was used during a cholecystectomy, the outer sleeve came off from the housing. The tip of the inner cylinder broke. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.